Manufacturer narrative:
(B)(4). Date sent: 8/12/2020. D4: batch #r59k4p. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays '0' and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions." The event could not be confirmed, as the device opened and closed without any difficulties noted and no cartridge was returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy under coelioscopy, the device had stapled the appendicular base properly. When the user wanted to open the device, it could not be opened. The user had to slide the device to release the cut. The surgeon had to close and reopen the device outside of the patient. Then, the device got jammed once again. The surgeon attempted to reopen the device without any success. There were no patient consequences.